Event description:
It was reported that CT scan on (B)(6) 2011 revealed a lead perforation. On (B)(6) 2011, an echo cardiogram confirmed the perforation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.